Manufacturer narrative:
As reported, the plug of the 6f exoseal vascular closure device (vc) could not be released. Hemostasis was achieved via manual compression. There was no reported injury to the patient. The exoseal vcd was stored and prepared according to the IFU and used via a retrograde approach with a non-cordis short sheath. The femoral artery was angiographically verified to be suitable, with an insertion angle of 30¿45 degrees, and vessel diameter =5mm. No calcium, plaque, stent, or significant stenosis (>50%) was present near the puncture site. No resistance or friction occurred during device advancement or sheath connection. The device locked securely with the sheath, and pulsatile flow was observed. The device and sheath were retracted until the indicator window turned solid black. The button was fully depressed but required excess force. The device was removed approximately 1¿2 seconds after deployment. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was observed in the black/white/red position. No additional anomalies were observed during the visual analysis. A dimensional analysis was not required, as the unit was received in a fully deployed condition, rendering internal diameter verification unnecessary. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification microscopic evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18433434 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿vascular closure device (vcd) deployment difficulty-unable¿ and ¿deployment lever actuation difficulty¿ were not observed through analysis of the returned device as the device was received with the deployment lever fully depressed, the device fully deployed, and the plug was not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported, as the returned device was received fully deployed with no plug returned. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. (Xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug of the 6f exoseal vascular closure device (vc) could not be released. Hemostasis was achieved via manual compression. There was no reported injury to the patient. The exoseal vcd was stored and prepared according to the IFU and used via a retrograde approach with a non-cordis short sheath. The femoral artery was angiographically verified to be suitable, with an insertion angle of 30¿45 degrees, and vessel diameter =5mm. No calcium, plaque, stent, or significant stenosis (>50%) was present near the puncture site. No resistance or friction occurred during device advancement or sheath connection. The device locked securely with the sheath, and pulsatile flow was observed. The device and sheath were retracted until the indicator window turned solid black. The button was fully depressed but required excess force. The device was removed approximately 1¿2 seconds after deployment. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of the 6f exoseal vascular closure device (vc) could not be released. Hemostasis was achieved via manual compression. There was no reported injury to the patient. The exoseal vcd was stored and prepared according to the IFU and used via a retrograde approach with a non-cordis short sheath. The femoral artery was angiographically verified to be suitable, with an insertion angle of 30¿45 degrees, and vessel diameter =5mm. No calcium, plaque, stent, or significant stenosis (>50%) was present near the puncture site. No resistance or friction occurred during device advancement or sheath connection. The device locked securely with the sheath, and pulsatile flow was observed. The device and sheath were retracted until the indicator window turned solid black. The button was fully depressed but required excess force. The device was removed approximately 1¿2 seconds after deployment. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of the 6f exoseal vascular closure device (vc) could not be released. Hemostasis was achieved via manual compression. There was no reported injury to the patient. The exoseal vcd was stored and prepared according to the IFU and used via a retrograde approach with a non-cordis short sheath. The femoral artery was angiographically verified to be suitable, with an insertion angle of 30¿45 degrees, and vessel diameter =5mm. No calcium, plaque, stent, or significant stenosis (>50%) was present near the puncture site. No resistance or friction occurred during device advancement or sheath connection. The device locked securely with the sheath, and pulsatile flow was observed. The device and sheath were retracted until the indicator window turned solid black. The button was fully depressed but required excess force. The device was removed approximately 1¿2 seconds after deployment. The device will be returned for evaluation.